Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection and sem (scanning electron microscopy) analysis was performed on the returned device which was returned with balloon shredding. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. The difficulty to remove of the protective sheath could not be confirmed as the sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the device was used in the incorrect anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instructions for use (IFU) states: the nc trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. In this case, the IFU deviation does not appear to have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however ,the inflation issue appears to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch report, the returned device analysis revealed a tear in the shaft at the proximal seal and there was balloon material shredding (peeling).

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. There was resistance removing the protective sheath of a 3.5 x 15 mm nc trek balloon catheter. The catheter was advanced to the lesion for post-dilatation; however, the balloon only partially inflated. A new balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.